Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified vessel in the superficial femoral artery (sfa). The coils on the tip of the ht command 18 guidewire started to unravel after being advanced through a non-abbott catheter. It was noted that there was resistance with the guiding catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported stretched coils and break were unable to be confirmed as the coils were not stretched and there were no breaks or separation noted on the guide wire. The reported difficulty to advance and remove the guide wire through the guiding catheter was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, reported break and stretched coils appear to be related to operational circumstances of the procedure. In this case, based on the returned analysis, it is likely that the ht command 18 guide wire encountered resistance with the other devices used resulting in the reported difficulty to advance and remove. Manipulation and/or inadvertent mishandling against resistance likely caused a separation to the non-abbott guide wire wrapping itself around the command 18 wire causing the appearance of a break, stretched coils, ultimately resulting in the noted polymer damages. The noted tip damage likely occurred during the tip shape process prior to use and/or during the procedure. The noted fibers on the wire are likely form the gauze or wipes used during the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided. The ht command guide wire experienced resistance with the non-abbott support catheter during removal. A second, unknown guide wire was advanced in order to not lose wire access before removing the non-abbott support catheter and the command guide wire as a single unit. No additional information was provided.